Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h6 (device).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin jack from revision instruments did not grab pins for removal, potentially bent a drill pin. Also, pin driver from revision instruments did not fit into hudson attachment used pin driver from primary attune to insert and remove pins with no surgical delay.